Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg). The patient presented with symptoms of "palpitations" at a pacemaker follow up visit. The device was interrogated and impedance, sensing and thresholds were all "adequate." The stored electrocardiograms confirmed a tachycardia that had occurred during the patient's symptoms. The article suggests that undersensing may have occurred and that reprogramming "will likely solve this problem." The ipg appears to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no active contact information confirmed. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: palpitations in a patient with a dual-chamber pacemaker: what is the mechanism? Heart rhythm,. 2013;10(12):1824-1825. (B)(4).